Manufacturer narrative:
The investigation for the reported removal issues has been completed. The clinical report provided sufficient details to determine the root cause. The root cause of the removal issue was determined to be patient condition as the clinical details specify that the patient's difficult anatomy caused additional resistance. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 72yo male was implanted with an impella 5.5 device for mechanical circulatory support. The medical team noted the anatomy/tortuousity of the patient presented challenge to pump delivery. It was reported that the pump could not be removed with direct access to subclavian. A partial opening of the chest was needed to remove the pump. There was no further harm reported. The removal took place after 4 days of successful support.